Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The ventricular set screw of the subject device was reportedly not properly oriented, so it was not possible to screw it. The screwdriver, when inserted at an angle into the silicone sealing cap, was reportedly visible in the ventricular port of the pacemaker.

Event description:
The ventricular set screw of the subject device was reportedly not properly oriented, so it was not possible to screw it. The screwdriver, when inserted at an angle into the silicone sealing cap, was reportedly visible in the ventricular port of the pacemaker.

Event description:
The ventricular set screw of the subject device was reportedly not properly oriented, so it was not possible to screw it. The screwdriver, when inserted at an angle into the silicone sealing cap, was reportedly visible in the ventricular port of the pacemaker.

Manufacturer narrative:
The preliminary analysis of the returned device revealed a manufacturing issue of the silicone sealing cap.